Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin squirt out during manual prime. The blood glucose was unknown at the time of the incident. Customer was disconnected during prime. Pump piston continue to move forward after reservoir contact and insulin squired out. No numbers appeared on screen, no beeps heard. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device displayed properly and no display anomaly was noted. The device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime or fill anomaly due to motor error alarm. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address label, stained serial number label, cracked end cap and missing end cap sticker.